Event description:
The initial information provided by the surgeon was that the stent was unable to be implanted due to pt movement and visualization issues intraoperatively. Additional follow-up information was requested and it was later reported that although the stent was never implanted, the pt developed cystoid macular edema postoperatively. The pt also was epiretinal membrane that is not believed to be stent related. The pt is being treated.

Manufacturer narrative:
At this time, the device has not been returned to glaukos for evaluation. Cystoid macular edema is listed in the device labeling as a known inherent risk of glaucoma stent and cataract surgery. The opinion of the medical monitor is that the adverse event is possible related to the surgical procedure with attempted implantation of the stent rather than the stent itself, which was never implanted. (B)(4).